Event description:
The customer reported approximately ten (10) milliliters of clear fluid leaked outside the instrument from the lower sheath restrictor tubing involving the coulter lh 780 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. All quality control results were within the acceptable limits. The customer has an exposure control/risk management plan at the facility.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. The source of the fluid leak was identified to be the tubing passing through pinch valve, vl46b. The customer replaced the tubing and resolved the issue. (B)(4).